Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very tortuous and calcified graft in the obtuse marginal (om) branch. A 2.25mmx12mm promus premier drug-eluting stent was advanced to treat to the lesion. However, it was noted that the stent was frayed. The device was removed and the procedure was completed with another 2.25mmx12mm promus premier drug-eluting stent. No patient complications were reported and the patient's status was fine.